Manufacturer narrative:
Not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use in highly tortuous or highly calcified lesions and/or vessels proximal to the lesion which could prevent proper pre-dilatation. To assure optimal stent delivery, confirm that the pre-dilation is properly done before stenting patients who have highly tortuous or calcified lesions and/or vessels proximal to the lesion. It is likely that when the actual sample was being inserted in the stenosed and calcified lesion, the distal tip might have been caught and kinked, which resulted in the failure in crossing the lesion. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved misago device was used during the procedure. Lesion in the iliac. Failed to cross highly calcified and stenosed vessel. After multiple tries to cross, a kink occurred at the proximal end of the tip, therefore, no more propulsion was transmitted, and the actual sample failed to cross. It was changed out and the procedure finished with a new one. The patient was not harmed. The procedure outcome was not reported.